Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ¿angioedema¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: ¿ patients may experience late onset adverse events with use of dermal fillers, including juvéderm volbella® xc. Refer to adverse events section for details. Adverse events: ¿the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis.

Event description:
Healthcare professional reported after injection with juvéderm volbella® xc the patient developed angioedema at an unspecified site, an unspecified amount of time after injection. It is not known if any treatment has been provided or if any diagnostic testing has been performed. Patient was previously injected with juvéderm voluma® xc. No additional information has been provided.